Event description:
Information received from the field does not address the patient's clinical status but notes that two weeks post implant, the threshold had risen to 2.0 v, 0.4 ms. At six weeks post implant, the threshold had increased to 4.5 v, 0.4 ms. The pulse generator was programmed to 7.5 v, 0.4 ms for a safety margin.